Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, customer was facing a non-recoverable error. Customer had power cycle the system to recover and the error occurred again. System logs confirmed a non-recoverable error reported by the video processor (vp). Technical support engineer (tse) recommended verifying the connections and power to the vp and then powering off and resetting the vision side cart (vsc) breaker. The error reoccurred on power up. There was no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse replaced the video processor (vp). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. In artemis, error 319 was found indicating the fault, confirming the failure occurred in the field. During visual inspection, the air filter was found dirty. The vp was installed onto the golden system where the video camera interface (vci) 2 node was not present on the laptop app, upon powering up error 319 appeared. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue.